Manufacturer narrative:
G4: 22jul2020. B4: 28jul2020. The power management board was returned to manufacturer to failure investigation (fi) for analysis. The component failure u16 was the cause of the pressure sensor failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
It was reported that the unit declared a machine and proximal pressure sensor failure. There was no patient involvement. The customer performed troubleshooting using the device manual. The customer replaced the power management board to address the machine and proximal pressure failure and the issue was resolved.